Manufacturer narrative:
The pod was received with the soft cannula deployed. The exposed portion of the soft cannula was observed to be stretched. Due to the stretching of the soft cannula, the formed needle was found to have punctured the soft cannula and torn into the unexposed portion of the soft cannula, resulting in fluid leaking from the fluid path. The exact timing and cause of the soft cannula damage could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system tp1a.220624.014.g781u1uesjgxj1 cloud - smartphone hardware sm-g781u1 cloud - cgm sensor type g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 400 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). As treatment, the patient changed out the pod. The pod was leaking.